Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/04/2019, device returned to manufacturer: yes. Device evaluation: the lens was returned in a box. The sample was evaluated and observed with a haptic damaged. Throughout the manufacturing processes there are a 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar defect, as required by our approved procedures. The manufacturing data confirms no process deviations that may lead to visible damaged deposition on the iol that may be undetected by our control process. The manufacturing controls should be capable to identify the presence of this type of damaged during the inspection controls defined as part of the manufacturing process and shipping process. The reported issue was verified but it could not be determined if the condition observed is related to manufacturing process. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported z9002 20.5 diopter intraocular lens (iol) the rear haptic was bent and it was noticed prior to loading. Through follow up, customer account provided additional information confirming the haptic damage was observed when removing product from packaging and prior to use, there was no patient contact. The procedure was completed successfully using a backup lens of the same model and diopter size. No additional information was provided to johnson & johnson surgical vision.